Event description:
It was reported that the ilet user experienced prolonged hyperglycemia after starting dinner before entering a meal announcement, with cgm values over 300 mg/dl and a fingerstick of 512 mg/dl, while the ilet delivered an initial meal-related correction of approximately 3 units followed by frequent micro-doses and continued insulin delivery as evidenced by a decrease in cartridge volume. Symptoms included hyperglycemia. Outcomes included no hospitalization and improvement in glucose after continued monitoring, confirmed by a subsequent fingerstick decrease and downward cgm trend. Investigation included a review of device data, confirmation of ongoing insulin delivery, verification of supply integrity at the infusion site and tubing, and guidance to replace the infusion set and confirm cgm accuracy with fingerstick. Investigation of this case revealed that the meal announcement occurred after eating and that glucose was already rising before the announcement, which contributed to significant post-meal hyperglycemia; no device malfunction or component failure was observed, and insulin delivery was ongoing. It was concluded, based on previously established findings for similar reports, that delayed meal announcement and timing of insulin relative to intake were the most likely causes.